Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the right ventricular lead exhibited noise that was over-sensed by the device and led to pacing inhibition. No intervention was performed. No patient consequences were noted.